Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore, hip stem, uncemented, b/8, taper 12/14 on (B)(6) 2011 and the patient underwent revision surgery on (B)(6) 2013 due to stem loosening.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on october 31, 2017: ¿ ref and lot number form head ¿ the availability of the affected product(s) (non-availability with a rationale) ¿ implantation and revision report ¿ all available x-rays during time in- vivo with printed date ¿ all available intraoperative pictures ¿ patient height, bmi and all relevant history ¿ were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related noncompliance,patient anatomy) ¿ was the surgical technique for the product utilized? A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: stem loosening review of event description: according to the received information, the patient was implanted on (B)(6) 2011 with a fitmore stem, unknown ceramic head and alofit insert. Patient was revised on (B)(6) 2013 due to stem loosening. This case was entered while reviewing documents received for case (B)(4). The patient underwent three revision surgeries: (B)(4) (1st revision - this complaint), (B)(4) (2nd revision) and (B)(4) (3rd revision). Review of received data: the received x-rays are dated (B)(6) 2017 and (B)(6) 2017. Those x-rays are related to the third revision of the patient and their review is reported in (B)(4). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: - aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening (stress shielding, bone remodeling), pain due to incorrect distribution of load due to design (secondary stability) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening due to insufficient secondary stability due to surface structure coated stems => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - fracture /damage /loosening of implant due to wrong behavior of the patient high patient activity patient disregards limits of the device => possible: it is possible that the patient did a wrong behaviour. As no specifc documents were received this point cannot be excluded. - aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply with surgical technique => possible: it is possible that the suegon did not comply with surgical technique. As no specifc documents were received this point cannot be excluded. Conclusion summary: according to the received information, the patient was implanted on (B)(6) 2011 with a fitmore stem, unknown ceramic head and alofit insert. Patient was revised on (B)(6) 2013 due to stem loosening. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. No documents were available for the stem loosening in 2013. In conclusion, due to significant lack of information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).